Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. During evaluation a simulated infusion was performed with different flow rates and occlusion times, and no issues were noted. The reported problem was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alarm for a downstream occlusion. This issue occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.